Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 the patient presented to the hospital with complaints of two days of dark urine, shortness of breath, and increasing fatigue. On admission, the lactate dehydrogenase level was 1,747 u/l and the haptoglobin level was <30 mg/dl. The patient has not had a sub-therapeutic international normalized ratio since implantation with levels ranging from a low of 2.1 to a high of 3.13. An anti-xa assay level of 0.46 iu/ml was achieved within six hours of admission with intravenous unfractionated heparin. A ramp study was performed and the aortic valve was functional across a speed range of 8,000 rpm to 11,000 rpm. Over the subsequent two days, the patient continued to deteriorate and in the setting of worsening renal and hepatic function, an emergent exchange of the device was performed. The patient was taken to the operating room and underwent a pump exchange to another manufacturer's device. Thrombus was noted in the pump at the time of explant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of hemolysis and suspected thrombus can be confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have developed in laminated layers, which suggests that it was present while the pump was operating. Examination of the outlet stator revealed a non-laminated deposition situated in between the outlet bearing ball and the stator blades. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor or on the outlet bearing cup. Although its origins and the duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition did not appear to have originated in this location. The thrombus found in the pump would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.